Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report hypoglycemic event on (B)(6) 2014. Patient claimed that while he was sleeping he experienced a low and went into a seizure. Patient stated he awoke and tried to move but experienced paralysis of his right side. Patient was able to move other side of body and treated low with a sugary snack. Patient stated that he did not know what values were displayed on the receiver prior to the event because he was sleeping. Patient did not seek any medical intervention.